Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 13 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after shooting, the clips were shot crossed. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information: crossed clips do stay in the patient. Surgeons clipped the same locations with lt300 clips and reusable clip appliers again for to be sure.